Event description:
On november 05, 2021 fujifilm healthcare americas corporation (hcus) was informed of an incident that occurred during an ercp procedure. While performing a sphincterotomy, there was an issue where the clevercut wire became distorted immediately after the cut. The sphincterotome was pulled out and it appeared that there was a burn at the area of the elevator, which burned completely through the tome/wire. The physicians switched to the boston scientific trutome to complete the sphincterotomy and the patient was not harmed. The procedure was completed without any further difficulties. There is no death associated with event.